Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The patient had undergone surgery where a magnet was used to disable tachy therapy. The guidant representative tried to halt the beeping by toggling the beep on pace/sense events on and off, but the beeping continued. The device continued to beep when a magnet was applied and when the magnet was removed. The device was programmed to off, which produced a constant tone. When programmed to monitor+therapy, the device began beeping again. When the representative attempted to perform a manual capacitor reformation, the message 'magnet over pg, remove magnet and try again' was received, even though no magnet was present. No adverse patient affects were reported. The device was explanted and replaced.